Event description:
Pt having a closure loop colostomy with lysis of adhesions. Gia stapler placed. One in each side of the bowel. Inspected bowel which looked okay per surgeon. Closed the stapler. Inspected again. Moved black tab back and forth. Upon inspection, surgeon could see intermittent staples in the bowel that had fired but were not crimped. This portion of bowel was resected and further dissection done to mobilize more colon for the anastomosis. New stapler was obtained and the resection was completed with the new stapler. Operating room time was increased but there were not adverse outcomes for the pt.